Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press and became unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 134 mg/dl. The customer continued using the pump for insulin therapy.